Event description:
I was scheduled for a permanent spinal cord stimulator implant with dr. (B)(6) with (B)(6) in (B)(6), at (B)(6). The stimulator was a device from boston scientific. I was not anesthetized properly during the procedure, and kept waking up. I believe the anesthetist had left the surgical suite for some reason. The doctor kept yelling at me to stay still, and telling the nurses to hold me down. The person from boston scientific was present to adjust the stimulator. Eventually I was given more anesthesia and taken to recovery. The pain was unbearable. The person from boston scientific told me she could not adjust the unit and told the nurses to discharge me. I kept calling the doctors off to let them know about the pain, and that I was having difficulty standing and walking. I was finally scheduled for a revision/replacement surgery on (B)(6) 2016. The procedure was done, the unit still cannot be programmed. I still have the problems with standing and walking, partial paralysis, and extreme pain. Doctor (B)(6) refuses to remove the unit, and told me to deal with boston scientific, that he has washed his hands in it. Boston scientific tells me it is up to the doctor to make a decision. It has now been almost a year, and nothing has been done, and my health has declined terribly.